Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The closure device was confirmed to have met position, anchor, size and seal (pass) criteria with no leaks noted. The patient was discharged. Computed tomography (CT) imaging was completed two (2) weeks post implant that appeared to show the closure device had rotated within the appendage. A transesophageal echocardiography (tee) was completed to assess the stability and orientation of the device. The closure device was noted to have shifted and was sideways in appendage. There was no intervention performed, and the patient will have a follow up CT completed in two (2) months.